Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer stated that insulin was squirting out. Drive support cap was noted to be normal. Customer's current blood glucose reading is 58mg/dl and will be treating with a banana. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.